Manufacturer narrative:
Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that immediately after implantation of the preloaded intraocular lens (iol) glistening-like cloudiness was observed in the central portion of the iol. Postoperatively, glistening-like cloudiness continued to be observed in the center of the iol; however, the patient¿s visual acuity remained good, and no clinically significant findings were noted during examination. The patient is satisfied with the outcome. Through follow-up, we learned that the physician considered that the cloud appears to be within the iol, as it did not move during irrigation and aspiration. No additional medication was prescribed. No further information was provided.